Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 09/27/2016 stating that potentially indicating lv loss of capture. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).